Manufacturer narrative:
Product investigation completed. The cylinders were visually inspected and functionally tested. Cylinder 1 has a leak in the proximal cylinder body attributed to wear at fold; hole in the inner tube with broken fabric tread and hole in the outer tube was present. Cylinder 1 was not pressure tested due to leak identified. Cylinder 2 was pressure tested and performed within specification; no leaks were found. Both cylinders had wear at fold in cylinder body. The pump was visually inspected. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The outer layer of pump bulb was worn that result of wear against the pump strain relief krt junction; no leaks were found. The identified fluid loss in the cylinder is the probable cause of the reported mechanical issue, as the device would not be functional after the system fluid was lost. Product analysis confirmed the reported event. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient visited the hospital because the inflatable penile prosthesis (ipp) was not working properly. Two weeks later a surgical procedure was performed in which new cylinders and pump were implanted. Upon inspection, fluid loss was identified due to a tear in the left cylinder. The cause for the perforation was not elucidated in detail in the hospital. The patient was stable and improved following the procedure.

Event description:
It was reported that the patient visited the hospital because the inflatable penile prosthesis (ipp) was not working properly. Two weeks later a surgical procedure was performed in which new cylinders and pump were implanted. Upon inspection, fluid loss was identified due to a tear in the left cylinder. The cause for the perforation was not elucidated in detail in the hospital. The patient was stable and improved following the procedure.